Event description:
Cre pro wire-guided dilation balloon from boston scientific used by dr [redacted] this morning to dilate during an egd [esophagogastroduodenoscopy]. Tech was unable to inflate balloon to 20mm, upon inspection, sterile water was leaking from the balloon directly into the patient's stomach. Second cre balloon opened and used, successful in dilating patient to 20mm. Manufacturer response for balloon dilatation catheter, esophageal/ colonic/ biliary 240cm wireguided balloon dilatation catheter (per site reporter). Clinical site notified mfg rep [manufacturing representative] via email on [date redacted].